Event description:
During an ICD and lead implant procedure, there was a defective right ventricular (rv) lead. We were unable to extend the screw on the rv lead. The lead was tested prior to implant and was functioning properly. Another sprint quattro lead was obtained and used successfully.